Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and a current process review were performed. Visual inspection: the nine samples present a damage (flat) in the circuit which confirm the failure mode reported. Current process review: it was tried to replicate the failure reported using the current tools of assembly process. Failure reported could not be reproduced using the tools from assembly process. Root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from molding, assembly and packaging process. Therefore the damage (flat) was after the product left the manufacturing facilities. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review.

Event description:
It was reported that 9 breathing circuits were pulled by the or (operating room) staff because they have a ?severe pinch on one side of the circuit arm". The staff don't want to use them in case they have a hole in it. Communicated lot numbers are: 4287195 (7 each) and 4295379 (2 each). They were discovered upon opening. No patient involvement and no patient injury were reported.

Manufacturer narrative:
UDI in are unknown. No information has been provided to date. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.